Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is the cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic inguinal hernia repair procedure, the endoeye flex deflectable videoscope had image discoloration. Red does not display properly when connected to the video system center. The procedure was completed with an olympus backup device. There was no patient harm in this reported event.